Event description:
It was reported that the device could not be interrogated and no magnet rate was noted on a surface ECG. The patient was in sinus rhythm at about 117 bpm. No follow-up history was available as the patient had been lost to follow-up since implant. The patient went into ventricular tachy- cardia that accelerated to ventricular fibrillation. The patient subsequently expired. The physician did not suspect that the device was an influence in the patient's death.